Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(4) of constipation and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation which caused peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was recovering from peritonitis and the outcome of constipation was not reported. On an unreported date in (B)(6) 2011, dianeal therapy was withdrawn. Per the nurse, the peritonitis was not related to dianeal therapy. Causality of constipation was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f22040 and h11f22040 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.